Event description:
It was reported that a user with a dexcom g7 experienced loss of glucose readings, displaying three dashed lines and brief sensor issue alerts; the event was characterized as intermittent communication failure and signal loss, with involvement of the device¿s electrical/magnetic components including the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability problem associated with intermittent communication failure, with device components in the electrical/magnetic domain including the antenna implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.